Event description:
On 08/25/1999, the international distributor informed the MFR via a faxed report of the following: in 1999, a venous access device was implanted and immediately after that chemo treatment with ivinotecam started. Previously, a parenternal solution was infused. A service was performed with heparin solution. On 07/13/1999, the pt was admitted to the facility with dehydration.during an attempt to infuse liquid into a huber needle, it was noted that the solution extravasated to the subcutaneous tissue. Radioscopy with contrast liquid was performed and leakage was seen at 2.2cm of the main body. As a result, the device was explanted and replaced with a new device. Upon removal of the system, an irregular 7-8mm longitudinal section of the catheter was noted that is believed to be a structural failure of the catheter. No further details were provided.